Event description:
Following insertion the diu150 model intraocular lens (iol) was found to be cracked while unfolding in the eye. The iol was removed and the procedure was completed using a back-up lens with the same model and diopter size that was implanted in the patient¿s ocular dexter (right eye). There was no patient injury however, it is unknown if any medical intervention or surgical intervention was required during the procedure. The iol was prepped for about five (05) minutes prior to insertion and it is unsure if balanced salt solution (bss) or ophthalmic viscosurgical device - viscoelastic (ovd) was used. Patient prognosis post-procedure was reported as seemed stable and normal. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.